Manufacturer narrative:
An event regarding intraoperative fracture involving an exeter bone plug was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There have been no other events for the reported lot. The exact cause of the event could not be determined because examination of the reported device is needed to complete the investigation for determining the root cause.

Event description:
The sales rep reported that while in surgery she witnessed an event involving three femur plugs. The sales rep reported that the surgeon had hammered in the introducer and pulled it away to find that half of the cement plug had broken off into the femur and the other half was still in the introducer. The sales rep reported that they were able to get the half out of the introducer but not out of the patient. The sales rep has reported that the patient did receive the implant but it is unknown whether the femoral canal has been properly plugged. Half the plug is still in the patient. The sales rep reported that the surgeon's technique was fine and the same as the way in which she has been told. No adverse consequences were reported.

Event description:
The sales rep reported that while in surgery she witnessed an event involving three femur plugs. The sales rep reported that the surgeon had hammered in the introducer and pulled it away to find that half of the cement plug had broken off into the femur and the other half was still in the introducer. The sales rep reported that they were able to get the half out of the introducer but not out of the patient. The sales rep has reported that the patient did receive the implant but it is unknown whether the femoral canal has been properly plugged. Half the plug is still in the patient. The sales rep reported that the surgeon's technique was fine and the same as the way in which she has been told. No adverse consequences were reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.